Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v779636, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v779636, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient states she had interstim put in on (B)(6) 2011 and the patient was told if she fall she should call . The patient states the morning of reported event date she got up to go to the bathroom and coming back. The patient remembers sitting down on the bed but the next thing the patient knows she was on the floor. The patient was not sure if she felled on her back. The patient states she does have a walker but she does not think she tripped over the walker. The patient thinks she may have passed out. The patient states she has not been feeling good and has been having problems with the bladder. The patient states everything came back ok but the patient states still having burning. The patient has not been feeling good for about a month. The patient thinks she has not been feeling good since april when the patient saw blood in urine. The patient thinks her symptoms got worse in april. The patient thinks it was around when the patient saw blood in urine. The patient not feeling good includes being tired, no energy, sick, nausea. The patient was asked about the statement " everything came back normal." The patient states her healthcare provider went up in her and did a biopsy and some tests and everything came back ok. The patient was still burning , still having pain in the vagina area for the past 2 months. The patient was supposed to go back to the healthcare provider on (B)(6) to discuss with healthcare provider. The patient states she called the healthcare provide the day before reported event date because when she got up she was passing bright red blood. The patient states they told her that it has been 2 weeks since the biopsy and a scab will come off and that was what happened to the patient. The patient states she must of been right because the patient was not bleeding anymore. The patient states she tell her that she was still burning and having pain in the stomach. The patient states her ins (stimulator) was on. The patient states her symptoms started all of a sudden. The patient states again she thinks she passed out sometime after 1:30 because that was one time when she had to get up and go to the bathroom. The patient was asked if still having burning and pain if she wants to turn ins off and the patient will call the healthcare provider.

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was noted ¿poss¿ uti (urinary tact infection).